Event description:
The physician intended to implant a 3.0 mm diameter x 26 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. The target lesion was in a tortuous vessel. The stent could not reach the lesion and the device was removed. Stent struts were observed to be damaged on removal. No abnormalities were noted during inspection of the device prior to use. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned correctly between the inner marker bands as per specification. The 3rd and 4th proximal stent struts were deformed. Please note that this device (resolute integrity rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (lesion in a tortuous vessel). Conclusions: device failure/lack of effectiveness related to patient condition (lesion in a tortuous vessel). (B)(4).